Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.5/1.5/109 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024 as a replacement lens to address low vault. It was reported that the vault issue resolved (good vault). For status of the eye corneal edema with a.c. Activity was reported. See MFR # 2023826-2024-01331 for claim against the initial lens.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).